Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause was identified as damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).